Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (on unspecified date, plantiff underwent a hysterectomy due to complications from the essure devic). At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in an adult female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: warfarin, diclofenac, mirena, levothyroxine, mirabegron and invega. Concurrent conditions included cholecystitis and foot surgery. Concomitant products included hydrocodone and paracetamol (acetaminophen). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("abnormal menstruation"), abdominal pain ("abdominal pain") and mental disorder ("mental disorder"). The patient was treated with surgery (on (B)(6) 2016 hysterectomy (partial), pain, salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, dyspareunia, depression, anxiety, abdominal pain and mental disorder outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, menorrhagia, menstrual disorder, mental disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc FDA codes entry. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a 42-year-old female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included dysfunctional uterine bleeding. Previously administered products included for an unreported indication: warfarin, diclofenac, mirena, levothyroxine, mirabegron and invega. Concurrent conditions included cholecystitis and foot surgery. Concomitant products included hydrocodone and paracetamol (acetaminophen). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea(cramping)"), nausea ("nausea"), migraine ("migraine") and headache ("headaches"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("abnormal menstruation"), abdominal pain ("abdominal pain"), mental disorder ("mental disorder") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (partial),oophorectomy, salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, dyspareunia, depression, anxiety, abdominal pain, mental disorder, vaginal discharge, fatigue, dysmenorrhoea, nausea, migraine and headache outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-sep-2018: pfs received. New events - vaginal discharge, fatigue, dysmenorrhea(cramping), migraine, nausea, headaches were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure (batch no. 774387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: warfarin, diclofenac, mirabegron, levothyroxine and invega. Concurrent conditions included cholecystitis. Concomitant products included hydrocodone and paracetamol (acetaminophen). In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("abnormal menstruation"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (on (B)(6) 2016 hysterectomy (partial), pain, salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder and dyspareunia outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered device dislocation, dyspareunia, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 5-apr-2018: plaintiff fact sheet and medical record received: reporters, patient demographics, historical drug, concomitant disease and medications, essure lot number and events (abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in a 42-year-old female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included dysfunctional uterine bleeding and acute acalculous cholecystitis. Previously administered products included for an unreported indication: warfarin, diclofenac, mirena, levothyroxine, mirabegron and invega. Concurrent conditions included cholecystitis and foot surgery. Concomitant products included aripiprazole in 2012, cetirizine since 2012 to (B)(6) 2014, fluticasone propionate;salmeterol xinafoate (advair) since 2012 to (B)(6) 2014, hydrocodone and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea(cramping)"), nausea ("nausea"), migraine ("migraine") and headache ("headaches"), 4 years 4 months after insertion of essure. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("abnormal menstruation"), abdominal pain ("abdominal pain"), mental disorder ("mental disorder") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (partial),oophorectomy, salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, dyspareunia, depression, anxiety, abdominal pain, mental disorder, fatigue, dysmenorrhoea, nausea, migraine and headache outcome was unknown and the menorrhagia, vaginal haemorrhage and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for bleeding, bladder, urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2021: reporter and medical history added from mr. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in a 42-year-old female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included dysfunctional uterine bleeding. Previously administered products included for an unreported indication: warfarin, diclofenac, mirena, levothyroxine, mirabegron and invega. Concurrent conditions included cholecystitis and foot surgery. Concomitant products included aripiprazole in 2012, cetirizine since 2012 to june 2014, fluticasone propionate;salmeterol xinafoate (advair) since 2012 to (B)(6) 2014, hydrocodone and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea(cramping)"), nausea ("nausea"), migraine ("migraine") and headache ("headaches"), 4 years 4 months after insertion of essure. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("abnormal menstruation"), abdominal pain ("abdominal pain"), mental disorder ("mental disorder") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (partial), oophorectomy, salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, dyspareunia, depression, anxiety, abdominal pain, mental disorder, fatigue, dysmenorrhoea, nausea, migraine and headache outcome was unknown and the menorrhagia, vaginal haemorrhage and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, vaginal discharge and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had received treatment for bleeding, bladder, urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in a (B)(6) female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included dysfunctional uterine bleeding. Previously administered products included for an unreported indication: warfarin, diclofenac, mirena, levothyroxine, mirabegron and invega. Concurrent conditions included cholecystitis and foot surgery. Concomitant products included aripiprazole in 2012, cetirizine since 2012 to (B)(6) 2014, fluticasone propionate;salmeterol xinafoate (advair) since 2012 to (B)(6) 2014, hydrocodone and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea(cramping)"), nausea ("nausea"), migraine ("migraine") and headache ("headaches"), 4 years 4 months after insertion of essure. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("abnormal menstruation"), abdominal pain ("abdominal pain"), mental disorder ("mental disorder") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (partial),oophorectomy, salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, dyspareunia, depression, anxiety, abdominal pain, mental disorder, fatigue, dysmenorrhoea, nausea, migraine and headache outcome was unknown and the menorrhagia, vaginal haemorrhage and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for bleeding, bladder, urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received, outcome of event vaginal discharge was updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: warfarin, diclofenac, mirena , levothyroxine, mirabegron and invega. Concurrent conditions included cholecystitis and foot surgery. Concomitant products included hydrocodone and paracetamol (acetaminophen). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("abnormal menstruation"), abdominal pain ("abdominal pain") and mental disorder ("mental disorder"). The patient was treated with surgery (on (B)(6) 2016 hysterectomy (partial), pain, salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, dyspareunia, depression, anxiety, abdominal pain and mental disorder outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, menorrhagia, menstrual disorder, mental disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion most recent follow-up information incorporated above includes: on 22-jun-2018: new pfs received- new events added: psychological or psychiatric problems condition: depression and mental anguish, abdominal pain,mental disorder she did not undergo an essure confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.